Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure occurred on (B)(6) 2015 allegedly due to unspecified metal on metal complications. The modular head and acetabular cup were removed and replaced and a liner was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 6 mdrs filed for the same patient (reference 1825034-2015-02218 / 02219 and 2016-01281, 02439, 03783 / 03784).

Event description:
It was reported that patient underwent a right hip revision procedure approximately 8 years post-implantation due to metallosis. During the procedure, blackening at the trunnion, synovial tissue and fibrous tissue were noted. The modular head and acetabular cup were removed and replaced and a liner was implanted

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure occurred on (B)(6) 2015 allegedly due to unspecified metal on metal complications. The modular head and acetabular cup were removed and replaced and a liner was implanted. Additional information received reported the patient underwent an initial left total hip arthroplasty in 2006. Subsequently, the patient is being considered for revision of the left hip due to metal on metal complications.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-02218 / 02219).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Medical products - biomet mallory-head femoral stem catalog#: 11-104210 lot#: 335890, biomet stanmore femoral head catalog#: 164244 lot#: 449853, biomet low profile screw catalog#: 103532 lot#: 421120, biomet low profile screw catalog#: 103532 lot#: 581330, biomet low profile screw catalog#: 103532 lot#: 713400, biomet low profile screw catalog#: 103532 lot#: 763850.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2015-02218 / 2015-02219 / 2016-01281). Requested but not returned by hospital.

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure occurred on (B)(6) 2015 allegedly due to unspecified metal on metal complications. The modular head and acetabular cup were removed and replaced and a liner was implanted. Additional information received reported the patient underwent an initial left total hip arthroplasty in 2006. Subsequently, the patient is being considered for revision of the left hip due to metal on metal complications. Additional information received reported that patient underwent a revision procedure for an unknown side on (B)(6) 2015. During the revision, the femoral head was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2015-02218 / 2015-02219 / 2016-01281 / 2016-02439).

Event description:
It was reported patient underwent a right hip revision procedure approximately eight years post-implantation due to due to unspecified metal on metal complications. The modular head and acetabular cup were removed and replaced and a liner was implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.